Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, visual inspection and functional testing of the returned device was conducted during the investigation. A flexor introducer sheath was returned in a used condition. The dilator was returned inserted into the sheath. A leak test was performed. Leakage was detected from the check-flo valve. The check-flo valve was disassembled and no non-conformances were noted. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that during a peripheral intervention, the valve / side port of a flexor introducer sheath leaked excessively when placed at the femoral site. It leaked with each pulse. A new sheath was used to complete the case. There was no additional medical intervention required due to the blood loss.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
It was reported that during a peripheral intervention, the valve / side port of a flexor introducer sheath leaked excessively when placed at the femoral site. It leaked with each pulse.